Event description:
It was reported that during a laparoscopic gastric bypass procedure on the third firing with a blue reload the device was on bowel tissue. The device was fired and would not open. The manual over-ride did not work and the device was stuck on the bowel tissue. The surgeon was unable to open the device. Another like device and reload was used to come along behind the device to remove it. The case was completed with this second like device. There were no patient consequences reported.

Manufacturer narrative:
Batch # l54k0x. The analysis results showed that one long60 device was returned with no visual non-conformances and with an ecr60b fully fired cartridge loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:the device was cleaned between firings, hold for compression.